Event description:
A motor movement error was detected, resulting in a malfunction alarm with the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the procedure, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears.